Event description:
It was reported that the insulin pump has an unresponsive keypad. The blood glucose reading was 220 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to an unlocked keypad connector. The insulin pump had cracked battery tube threads and a cracked reservoir tube lip.